Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again and the alarms cleared. The tsr advised the hp to inform the nurse of the alarm. The hp elected to finish therapy with manual supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.